Event description:
During an ablation procedure, it was reported a steam pop occurred which resulted in cardiac tamponade. It was followed by an immediate blood-pressure drop due to cardiac tamponade. Pericardiocentesis was immediately performed but resulted only in transient hemodynamic stability. Therefore, an urgent emergency cardiac surgery was required. During the surgery, a 3 9 4 mm hole in the lai-line was found and sewed by the heart surgeon.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation. Since no lot number was provided, no device history record review could be performed. (B)(4).

Manufacturer narrative:
Correction to the initial MDR report: product involved in this event is a smart touch unidirectional catheter. (B)(4).